Event description:
During an inspection, the customer found that the device would not power on. The customer installed a new battery but the issue persisted. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended installing a different battery. The device was not returned to physio-control for evaluation. Therefore, a conclusive cause of the reported event could not be determined.